Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a robot assisted esophagectomy, when approaching the blood vessel, the rotation knob was loose and rotated on its own. The firing could not be done. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received with fourteen clips. The clip counter was not active. The rotation collar was separated from the body and was loose on the instrument shaft. Functionally, the rotation knob was reattached to the body and remained properly attached. The instrument was applied to appropriate test media and was cycled without binding. The clips were advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock was engaged to prevent the jaws from approximating. In addition, the knob remained attached to the body. It was reported that the knob was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if force is applied while rotating the shaft during application. It was also reported that there was an uncontrolled rotation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.